Event description:
It was reported that a bd vacutainer® blood transfer device holder could not transfer blood.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for insufficient flow with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for insufficient flow with the incident lot was not observed as all samples met the required specifications. Root cause description : based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd vacutainer® blood transfer device holder could not transfer blood.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® blood transfer device holder could not transfer blood.